Manufacturer narrative:
An initial investigation was conducted using the glucose data synced by the customer to the data management system (dms), the cloud-based platform supporting the eversense system. The analysis revealed that on (B)(6) 2025 at 03:12 pm, the sensor glucose (sg) was 5.7 mmol/l, and blood glucose (bg) was 1.6 mmol/l. A review of the alert history revealed that the customer did not receive an alert as sg was above the set threshold value of 3.6 mmol/at the reported time. The analysis indicated that system performance had deviated from expected behavior. To further investigate the issue and identify the root cause, a return material authorization (RMA) was issued to retrieve the sensor for evaluation. Investigation of the returned sensor revealed oxidation of the sensor's chemical component (hydrogel). The oxidation observed from in vitro testing was potentially caused by improper storage of the sensor in transit to senseonics post-explant and is unrelated to the customer's complaint. A further review of the in-vivo raw sensor data from dms did not confirm the oxidation. The customer performed a sensor re-link on the (B)(6) 2025, and the system continued to show occasional rejected calibrations. The potential root cause of the issue could be related to brief period of instability in the in-vivo state of the sensor hydrogel. B4. Date of this report 22 oct 2025. G3. Date received by the manufacturer? 22 oct 2025. H6. Type of investigation updated to 10,4121. H6. Investigation findings updated to 3224. H6. Investigation conclusions updated to 4315.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.

Event description:
Senseonics was made aware of a hypoglycemia event where the system did not alert the patient due to possible sensor inaccuracies. The event happened on (B)(6) 2025 at 3:15 pm. The sensor glucose (sg) reading was 5.4 mmol/l and the blood glucose (bg) reading was 1.6 mmol/l. The low glucose alert setting was at 3.6 mmol/l. The patient was able to self resolve the event by drinking apple juice.